Event description:
Sorin group received a report that a flow probe was not working properly. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert centrifugal pump system with tubing clamp. The incident occurred in (B)(6) USA. This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. The flow probe was returned to sorin group (B)(4) for evaluation. Analysis of the flow probe found the probe had been physically damaged. The root cause of the damage could not be determined but it is likely the damage was due to improper handling. No further action is deemed necessary.